Event description:
Intuvie received a report indicating that the pump delivered medication faster than intended, a 2-hour infusion was completed in 1 hour. No patient injury was reported.

Manufacturer narrative:
Intuvie received a report indicating that the pump delivered medication faster than intended, a 2-hour infusion was completed in 1 hour. A review of the device's serial number history revealed no prior similar complaints. The reported failure mode could not be confirmed during evaluation; no issues were identified with the device. The probable root cause remains undetermined. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).